Event description:
It was reported via repair work order that the head end brake would not engage due to missing brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.